Manufacturer narrative:
The measurable dimensions of the two broken uss-ii polyax scrholder3 were checked and found to be in compliance with the technical drawings and ao/asif specification. Rod could not be checked as it is unknown. The examination of the raw material testing certificate and the manufacturing papers, only of the uss-ii polyax scrholder3, showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard 1.4028. The cross section surfaces show no irregularities. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had preexisting universal spine system 2 (uss2) iliac screws implanted. The revision surgery was to redirect the left l5 and s1 pedicle screw. The rod construct needed to be loosened and temporarily removed. Whilst trying to undo the green nut on the left iliac screw, two uss2 polyaxial screw holders, used as counter torque as per the surgical technique, were broken as a result of excess counter torque forces. The green nut was unable to be loosened and was left tight. The screws were redirected and the rod replaced into the fixed iliac connector without incident. No adverse consequences to the patient, length of delay to surgery is unknown. The revision was concluded satisfactorily. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.